Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as sterility was not breached. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as sterility was not breached. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the sterile cover on the screw was damaged. The procedure was completed using another screw. There is no additional information available at the time of this report.